Event description:
According to the reporter, intra-operatively, the needles detached from the threads.

Manufacturer narrative:
D10 concomitant product: sc-643, sc-643 caprosyn* 3-0 und 75cm sc2 x36 (lot#d4a3964y); sc-643, sc-643 caprosyn* 3-0 und 75cm sc2 x36 (lot#d4a3964y); sc-643, sc-643 caprosyn* 3-0 und 75cm sc2 x36 (lot#d4a3964y); sc-643, sc-643 caprosyn* 3-0 und 75cm sc2 x36 (lot#d4a3964y); sc-643, sc-643 caprosyn* 3-0 und 75cm sc2 x36 (lot#d4a3964y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, the needles detached from the threads. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6. Medtronic conducted an investigation based upon all information received. Twenty representative suture samples were received for eva luation. Visual inspection of one representative sample noted that light assisted microscopic inspection of the breathable pouch noted no breaches or damage. The needle was properly parked in the retainer. Inspection of the retainer noted the suture was properly wound and no damage to the retainer. A tactile and microscopic inspection of the suture could no be performed. The foil pouch was inspected and no signs of damage or abnormalities were identified. Functionally, the suture broke near the needle swage upon attempted removal from the packaging. It was reported that the needle detached from the thread. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. The evaluation detected an unreported condition of 'broken suture.' The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.